Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was stuck in a failed state within the database. A field service engineer intentionally failed the tower to trigger recovery and successfully restored the tower. Pharmacy staff were instructed to open and close all doors to ensure proper reset. The customer verified and confirmed successful drawer access and medication retrieval. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station displayed a failed hardware message, but there are no results to display when attempting to recover the storage space. The tower door medications, listed under the patient profiles, will not allow for removal and are listed in a failed drawer, but there is no option for recovery. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station displayed a failed hardware message, but there are no results to display when attempting to recover the storage space. The tower door medications, listed under the patient profiles, will not allow for removal and are listed in a failed drawer, but there is no option for recovery. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.